Event description:
A customer reported experiencing cartridge alarm 20, which did not cause their blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Although the caller attempted to load a new cartridge with assistance from technical support, the cartridge alarm recurred, preventing insulin therapy from resuming. Consequently, technical support arranged for a replacement pump to be sent to the customer, who was advised to use multiple daily injections (mdi) as a backup therapy during the interim. Instructions for putting the pump into storage mode, returning the problematic pump, and steps for receiving the replacement pump were provided, all of which the customer acknowledged and understood.